Event description:
It was reported that high capture thresholds on all output configurations of the left ventricular lead. It was determined that the lead had dislodged. The lead was disabled. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.